Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented in the operating room for a change out due to normal eri. Externalized conductors were observed via diagnostic imaging. The electrical function of the lead was tested, and no anomalies were detected. The physician elected to continue using the lead by connecting it to the newly implanted device. The procedure was completed successfully without adverse consequence to the patient.